Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) changed one time because it was implanted too close to the skin. The patient said it was bulging and uncomfortable, and that their body rejected it and started pushing it up. The patient stated this occurred within one year of implant, and the doctor switched it from the left side to the right and made the pocket deeper. Although erosion was initially stated, it was later clarified that this was an assumption by patient services and was not reported by the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.